Event description:
The plaintiff has developed serious, severe and permanent bodily injuries, including but not limited to, the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress.